Manufacturer narrative:
Result: the neuron delivery catheter 070 was ovalized approximately 21.5, 25.0, 75.0, 79.0, 89.0, 95.0, and 97.5 cm from the hub. The distal tip of the neuron delivery catheter was ovalized. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the neuron delivery catheter 070 packaging was opened and the distal end of the catheter was kinked. Evaluation of the returned product could not confirm a kink in the distal end of the catheter, however; the entire shaft was ovalized in multiple locations. Some of these ovalizations may have been related to packaging the device for return. The kink described in the complaint could not be confirmed due to the excessive damage to the catheter shaft. These devices are packaged in a protective shipping tube to prevent damage during shipment and storage. This type of damage typically occurs due to improper handling when removing the device from the packaging and during preparation for use. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using a neuron 6f 070 delivery catheter, it was noticed to be kinked at the distal tip and was not used for the procedure.